Manufacturer narrative:
Correct serial number and device details entered. Device analysis attached. This report is submitted on november 2, 2021.

Manufacturer narrative:
This report is submitted on 26 june 2020.

Event description:
Per the clinic, the patient experienced extrusion of the device resulting in explant (date not reported). It is unknown if the patient was re-implanted with a new device as of the date of this report.